Manufacturer narrative:
(B)(4) - occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU) which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was assigned based on the provided event description. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for aaa repair. The procedure was conducted as labeled except the suprarenal stent was deployed before cannulation of the contralateral limb. A lunderquist extra stiff wire guide was used for the right side, and a amplatz-extra-stiff wire guide was used for left side. After measurement of the left iliac leg working length, the physician selected a 22x71 zenith iliac leg graft. The working length was 66 mm at the time of preoperative measurement, and it was 63 mm at the actual measurement during the procedure. The left iliac leg was overlapped with 1.5 stents inside the contralateral limb of the main body, but expansion of the iliac leg was not good enough. Angiography revealed 0.5 stent of the left iliac leg was placed at external iliac artery, and left internal iliac artery was occluded. A smart stent (diameter: 10 mm / length: 6 cm) was placed inside the contralateral iliac leg to prevent formation of thrombus and kink since the diameter of external iliac artery was 9 mm. No endoleak was observed, and the procedure was completed. The pt current condition is unk as it was not provided by reporter.